Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a heel warmer. The customer reports that the product burst on the bottom seam and leaked onto the table. The customer further reports that to their knowledge it did not touch the pt and the nurse was gloved up so the nurse was not effected as well.